Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. The issue was resolved issue by loading 20 units more into cartridge. There was no reported adverse effect to the customer's blood glucose level.